Manufacturer narrative:
The initial reporter's city: (B)(6). The complete initial reporter's facility name: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fractured and was left inside the patient. It was placed around 9:00 am on (B)(6) 2025 7:25 am on (B)(6) 2025, the catheter was found to have fractured and been expelled. On the same day, the catheter left inside the bladder was removed under general anesthesia. Medical intervention was reported.